Event description:
The complainant reported that the device was involved in two events in cold weather on a ski slope. The event in 2008 involved the use of the device with pad-pak lot number s139. When the pad device was initially turned on, it turned off after a few seconds. The pad was turned on for a second time and functioned normally. The pad delivered one shock and continued to analyse and advise the CPR protocol to be followed, however, the patients heart rhythm did not return to normal sinus rhythm. The pad was subsequently turned off by the responders after 16 minutes and the pt died. A second event occurred on eleven days later, and also involved the use of the device in cold weather on a ski slope. This event involved the use of pad-pak lot number s144. Upon initial power up, the device turned off after a few seconds. This was repeated a total of four times. The device would not turn on and therefore, could not be used to analyse the pt's heart rhythm to assess whether a shockable rhythm was present. It was reported that the pt died.

Manufacturer narrative:
The subject device was returned with pad-pak s144. A test protocol was designed to evaluate the performance of the returned device and pad-pak. Investigation of the returned device and additional narrative from the customer found that the device had been used at a temperature out with its operating range (below 0 degrees celsius). Tests indicated that the device and the pad-pak operated according to specifications at and above 0 degrees celsius. Note: the pad is a reusable device; however, the pad-paks are single use and are labelled as such. Add'l lot# s144.